Manufacturer narrative:
Sample collection and storage information was not provided. Qc information was not provided. The field service engineer performed verification inspection procedures on the instrument. He found no issues with background counts and blanks at 2fl mark. Controls and patient runs were acceptable during instrument verification. Root cause for the low platelet recovery is unknown. However, the patient specimen contained platelet clumps, as exhibited via manual smear, which are known interferences for the plt parameter.

Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh780 hematology analyzer generated an erroneously low platelet (plt) result of 65 x 10^3 cells/l for one patient sample. The erroneous result was reported out of the laboratory. The instrument flagging could not be assessed as the instrument printouts were not available. There was no death, injury, or change to patient treatment attributed to this event.